Event description:
A report was received that stated during an injection, the needle became detached from the syringe. The nurse believes the needle became loose when she was trying to remove the needle sheath, as the sheath was seated very tightly on the needle. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.